Manufacturer narrative:
Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the 11 day run reports all wraps met the required temperature specifications. There were no wrap attribute or variable defects recorded for the batch. Shiftly transition was reviewed; no unusual occurrences were mentioned during manufacturing of the batch. The root cause category is non-assignable (complaint not confirmed).

Event description:
Event verbatim [preferred term] skin came along when thermacare was removed after the use [skin exfoliation]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwraps - flexible use) (lot number: r08719, expiration date: jun2019) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported that skin came along when thermacare was removed after the use on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the 11 day run reports all wraps met the required temperature specifications. There were no wrap attribute or variable defects recorded for the batch. Shiftly transition was reviewed; no unusual occurrences were mentioned during manufacturing of the batch. The root cause category is non-assignable (complaint not confirmed). Follow-up (03mar2017): new information received from product quality complaint group includes investigation results. Follow-up (prd 03mar2017/srd 04mar2017).: follow-up attempts completed. No further information expected. Follow-up (18jan2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the information provided, the event of "skin came along when thermacare was removed after the use " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the 11 day run reports all wraps met the required temperature specifications. There were no wrap attribute or variable defects recorded for the batch. Shiftly transition was reviewed; no unusual occurrences were mentioned during manufacturing of the batch. The root cause category is non-assignable (complaint not confirmed).

Event description:
Skin came along when thermacare was removed after the use [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwraps - flexible use) (lot number: r08719, expiration date: jun2019) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported that skin came along when thermacare was removed after the use on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the 11 day run reports all wraps met the required temperature specifications. There were no wrap attribute or variable defects recorded for the batch. Shiftly transition was reviewed; no unusual occurrences were mentioned during manufacturing of the batch. The root cause category is non-assignable (complaint not confirmed). Additional information has been requested and will be provided as it becomes available. Follow-up (03mar2017): new information received from product quality complaint group includes investigation results. Follow-up (prd 03mar2017/srd 04mar2017).: follow-up attempts completed. No further information expected. Follow-up (18jan2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "skin came along when thermacare was removed after the use" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "skin came along when thermacare was removed after the use " as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.